Event description:
It was reported that multiple errors occurred during the start of the intraoperative radiation therapy (iort) treatment using the intrabeam miniature therapeutic x- ray device. After successful attempts to resolve the errors, the surgeon made the decision ot discontinue the iort treatment. At this point, 0.15 gy of the prescribed dose of 20.00 gy had been delivered. The total procedural delay between the first and last error messages was 51 minutes.

Manufacturer narrative:
The MFR's rep inspected the intrabeam system and found that one of the transport locks was not released. The unreleased transport lock contributed to a misalignment of the applicator tip. Detection of tip misalignment will shut down the intrabeam system and generate an error message.